Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.95v.

Event description:
It was reported in office battery voltage check went from 2.75 v to 2.61v. Review of battery voltage trend data from the device showed the measured voltage ranged from 2.93 to 2.96v. No patient complications have been reported as a result of this event.

Event description:
It was reported in office battery voltage check went from 2.75 v to 2.61v. Review of battery voltage trend data from the device showed the measured voltage ranged from 2.93 to 2.96v. No patient complications have been reported as a result of this event. It was further reported that the device triggered elective replacement indicator four days after the new software was loaded. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.61v and the daily measurement was 2.95v.